Event description:
Revision surgery - due to patient complained about pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2019-00726; 342-12-707, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.